Event description:
As reported, during a robotic inguinal hernia repair procedure, the 3dmax mesh large left, tore while inserting into the 8mm trocar. There was no reported patient injury.

Manufacturer narrative:
As reported, while introducing a large 3dmax mesh down an 8mm trocar, the mesh tore. The subject device was discarded by the user facility. The instructions-for-use recommends that an 11mm trocar be used to introduce the large 3dmax mesh into the abdomen. As the sample was not returned for evaluation a definitive conclusion cannot be made, however it is possible that the issue that presented was due to the use of the 8mm trocar with a large size 3dmax mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Per the instructions-for-use (IFU), supplied with the device, ¿it is recommended to use a 10mm internal diameter trocar to introduce a medium bard 3dmax mesh, and an 11mm internal diameter trocar to introduce a large bard 3dmax mesh. The size of the extra-large bard 3dmax mesh may inhibit deployment through a trocar. Use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar." Note, the date of event (B)(6) 2022) is provided as a best estimate based on the awareness date. Not returned.